Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735772, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the interconnect cable had a cut or gauge out of it and that it would need to be replaced as wires could be exposed. No patient was present at the time of the event. Additional information was received stating that wires were exposed.

Manufacturer narrative:
The cable was returned to the manufacturer for evaluation. It was reported that the cable was found to be cut with no conductors exposed and the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.